Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the pronto-7 was hot to touch while being charged; however, there was no burning smell. No patient impact was reported.